Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) large volume infusors under infused. During patient infusion, ¿the flow rate was found running slower¿. There was no patient injury or medical intervention associated with this event. No additional information is available.